Event description:
The user reported false alert error messages. No other details regarding the nature of the event were provided. The device was used for the procedure. There were no reported adverse consequences to a pt as a result of this event.

Manufacturer narrative:
Eval in progress, but not yet concluded.